Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor it was reported that the patient had revision surgery on both her implants last wednesday on (B)(6) 2022. She said, the revision was to place both of the stimulator's deeper because where they were before she didn't have a lot of padding and they were hurting because they were too close to the surface. The patient was asked when they started bothering her and she said some time in 2021. The device on the right is the stimulator for the pudendal nerve. She wanted to turn the stimulation down so that is when she found out she couldn't communicate with the stimulator. No electrical magnetic interference. Confirmed communicator was not plugged in to recharging cord. Communicator was placed vertically and blue side against the skin. The patient was asked if she can feel the stimulator. She said, she kind of can. At the moment she said she can feel the sutures. Patient said it hurts to press on it too much because it is so new. At the doctor's office she said the representative had her bend over the table to connect. The patient said she is leaning forward. The patient asked what level the battery was at when she had the revision surgery. She said 50%. The patient was advised that the battery might be depleted and that is why she can't connect. Patient took out the recharger and connected and it had a red battery with no percentage. Connection said good and then went to excellent connection. The patient was told she needs to charge the implant and then she should be able to connect the handset and communicator to the stimulator to turn it down.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor it was reported that the patient had revision surgery on both her implants last wednesday on (B)(6) 2022. She said, the revision was to place both of the stimulator's deeper because where they were before she didn't have a lot of padding and they were hurting because they were too close to the surface. The patient was asked when they started bothering her and she said some time in 2021. The device on the right is the stimulator for the pudendal nerve. She wanted to turn the stimulation down so that is when she found out she couldn't communicate with the stimulator. No electrical magnetic interference. Confirmed communicator was not plugged in to recharging cord. Communicator was placed vertically and blue side against the skin. The patient was asked if she can feel the stimulator. She said, she kind of can. At the moment she said she can feel the sutures. Patient said it hurts to press on it too much because it is so new. At the doctor's office she said the representative had her bend over the table to connect. The patient said she is leaning forward. The patient asked what level the battery was at when she had the revision surgery. She said 50%. The patient was advised that the battery might be depleted and that is why she can't connect. Patient took out the recharger and connected and it had a red battery with no percentage. Connection said good and then went to excellent connection. The patient was told she needs to charge the implant and then she should be able to connect the handset and communicator to the stimulator to turn it down.